Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chest x ray showed the right ventricular (rv) lead dislodged into the base of the rv with classic appearance of being ¿twiddled.¿ an alert was noted for high thresholds. Decreased r waves and intermittent rv capture were noted. Anticoagulation medication was stopped with plans for lead revision in several days. The rv lead remains in use. No further patient complications have been reported as a result of this event.